Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It is reported that the patient has issue with the buttons on their insulin pump. Patient's blood glucose level is at 100mg/dl. Trouble shooting is conducted. Patient is advised to cease use of pump and resort to back up. Device is being returned. No further information available.

Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No battery out limit alarm was noted. The displacement test could not be performed due to no button response. No unexpected number ramping was noted. The insulin pump had no moisture damage on the electronics, motor, vibrator or battery tube assembly. The insulin pump was received with a cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the display window corner, a cracked reservoir tube, missing end cap sticker and cracked battery tube threads.